Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), blister ("blisters"), depression ("depressed"), migraine ("migraines"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), anxiety ("anxious"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("abdominal cramping"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), headache ("headaches"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). The patient was treated with surgery (patient underwent salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, blister, depression, migraine, dental caries, dysgeusia, alopecia, fatigue, weight fluctuation, anxiety, menstrual disorder, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, headache, rash, pruritus, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blister, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for the above mentioned symptoms. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy and abnormal bleeding") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she didn¿t undergo an essure confirmation test". Concomitant products included naproxen sodium (aleve) and sertraline (zoloft) for anxiety as well as alprazolam (xanax), bupropion (wellbutrin), diphenhydramine hydrochloride (benadryl), loratadine (claritin) and zolpidem tartrate (ambien). In (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), migraine ("migraines"), rash ("rashes on face, chest and limbs"), alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), allergy to metals ("nickel allergy"), neck pain ("neck pain"), myalgia ("muscles pain") and arthralgia ("joints pain"). In 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes"). In 2016, the patient experienced irritable bowel syndrome ("irritable bowel syndrome"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("abdominal cramping"), back pain ("back pain"), pruritus ("itching"), blister ("blisters"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), weight increased ("weight gain"), anxiety ("anxious"), depression ("depressed"), nausea ("nausea") and infection ("infection"). The patient was treated with surgery ((B)(6) 2016-bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menstrual disorder, abdominal pain, abdominal pain lower, back pain, headache, migraine, pruritus, blister, dental caries, dysgeusia, alopecia, vaginal discharge, fatigue, weight increased, dyspareunia, anxiety, depression, vaginal haemorrhage, menorrhagia, bladder disorder, allergy to metals, irritable bowel syndrome, nausea, neck pain, myalgia, arthralgia and infection outcome was unknown and the rash was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, back pain, bladder disorder, blister, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, myalgia, nausea, neck pain, pelvic pain, pruritus, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: *approximate weight at the time of essure placement 195 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Most recent follow-up information incorporated above includes: on 13-apr-2018: new reporters added; patient demographic updated date of birth, weight and height updated. Drug dates added; events added: vaginal bleeding, menorrhagia, bladder or urinary problems or changes, nickel allergy, irritable bowel syndrome, weight gain, nausea, muscles pain, neck pain and joints pain. Outcome of events updated as per pfs. On 21-may-2018: correction: reporter information updated and lawyers deleted. Patient demographic updated date of birth, weight height deleted. Historical condition deleted; drug dates deleted; the previous event "pelvic pain / (persistent, severe radiating, cramping and bloating)" was updated to "pelvic pain"; events deleted: bloating, night sweats, agitation, diminished feeling during sexual relations, brain fog, autoimmune disorder, perforation (abdominal wall), mental anguish, hypersensitivity reaction, vaginal pain (persistent, severe radiating, cramping and bloating) and nausea. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), infection ("infection"), blister ("blisters"), depression ("depressed"), migraine ("migraines"), dental caries ("tooth decay"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), anxiety ("anxious"), menstrual disorder ("abnormal menses"), dysmenorrhoea ("severe menstrual pain"), abdominal pain lower ("abdominal cramping"), abdominal pain ("severe abdominal pain"), back pain ("back pain"), headache ("headaches"), rash ("rashes"), pruritus ("itching"), vaginal discharge ("vaginal discharge") and dyspareunia ("dyspareunia"). The patient was treated with surgery (patient underwent salpingectomy with removal of the essure devices). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, infection, blister, depression, migraine, dental caries, dysgeusia, alopecia, fatigue, weight fluctuation, anxiety, menstrual disorder, dysmenorrhoea, abdominal pain lower, abdominal pain, back pain, headache, rash, pruritus, vaginal discharge and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, blister, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, infection, menstrual disorder, migraine, pelvic pain, pruritus, rash, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: over the next several months, plaintiff sought treatment on multiple occasions for the above mentioned symptoms. Most recent follow-up information incorporated above includes: on 14-nov-2017: reporter information updated and lawyers added. Patient demographic updated date of birth, weight height. Historical condition included live birth, gravida 3 and concomitant disease included obese. Supect drug indication updated as permanent birth control by bilateral occlusion of the fallopian (previously reported as birth control). In (B)(6) 2014, she inserted essure (previously reported as (B)(6) 2013). In (B)(6) 2014, she had vaginal pain (persistent, severe radiating, cramping and bloating). Added events added as bloating, weight gain, night sweats, agitation, diminished feeling during sexual relations, brain fog, autoimmune disorder, perforation (abdominal wall), mental anguish, hypersensitivity reaction and updated onset date of events pelvic pain (persistent, severe radiating, cramping and bloating (previously reported as pelvic pain), heavy bleeding / profuse bleeding (previously reported as heavy bleeding), rashes / constant severe rash on my torso, arms and legs (painful rash that persistent burned and itched) (previously reported as rashes), dyspareunia / painful sex at times (previously reported as dyspareunia). In (B)(6) 2015, she had removed essure device (previously reported as (B)(6) 2016) following that severe rash on my torso, arms and legs, my severe and persistent pain, pelvic/abdominal and vaginal pain, nausea, bloating and weight gain, profuse bleeding, and tooth decay all resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.